Event description:
It was reported that the patient presented in clinic for a routine exam. Upon interrogation, it was noted that there was an episode of supraventricular tachycardia (svt). Due to changes in morphology and the preceding premature ventricular contractions (pvc), it appeared to be ventricular tachycardia (vt). Changes to interval stability was turned on. Patient will continue to be monitored. Further information could not be obtained.